Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient awoke on (B)(6) 2011 with blood glucose (bg) of 17.0 mmol/l and ketones. The patient reportedly ate breakfast and found that the display screen on the pump was blank when he went to deliver a bolus. The reporter noted that audible tones were present but the screen was blank. She stated that a new battery was inserted, but the issue remained unresolved. At the time of the call to animas customer support, the patient's bg was reportedly 28.0 mmol/l. Follow up indicated that the patient administered a correction injection after speaking with his healthcare provider and his bg resolved. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because, the patient allegedly experienced hyperglycemia while using insulin pump therapy and did not have an adequate back up plan available for immediate use.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the evaluation, the pump was powered on and the pump's screen was found to be blank with present audible tones. The pump was opened and damage was found to the display screen. A test display was used in the pump and the pump booted up to a working display screen and normal audible tones. The pump was also tested with an external power supply and there were no power issues found during investigation. There were no alarms noted related to the complaint observed in the pump's history. All pump alarms were found to be working appropriately and recorded in the pump's history and no unacknowledged were found. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.